Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the device was thoroughly analyzed. Visual examination of the returned fiber identified the fiber tip was detached and not returned with the fiber. The fiber was functionally tested using the hene (helium-neon) laser fixture. The testing conducted identified there were no signs of breakage along the length of the fiber. The connector cone, segments, and tabs were in good condition and were secured. The control knob was attached and aligned with the fiber and could rotate the fiber. It is probable that the fiber tip detachment occurred due to excessive cap wear during the procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap detachment. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber beam output was weak after 15,000 joules and 3:22 minutes of use. Vaporization was not possible, so the procedure was changed. The procedure was completed via transurethral resection of the prostate (turp). Upon device analysis, it was noted that the tip was detached.